Event description:
Caller states that his mother was not feeling well and she got a reading that was 'about 30mg/dl.' He states that she was given glucose tablets by her husband and retested a short time later and obtained a reading of 40mg/dl on the device. He states she then tested on another device and obtained a result between 250/300mg/dl. Son states mother's husband took her to the hosp because she was not feeling better and due to the discrepancey between the two devices' readings. Her son states that he does not recall if she was treated for high or low blood glucose and does not know what treatment was provided. Controls were reportedly used and within acceptable limits. Requested return of the suspect device and replacement was sent.